Manufacturer narrative:
(B)(4). Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch ultramini meter specifically that she was attempting to test in the memory mode. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter settings issue began on (B)(6)2016 (time not specified) when she found the meter displaying three dashes on the screen when she was attempting to test her blood glucose. The patient stated that she manages her diabetes using insulin (self-adjuster) and reportedly skipped her usual dose of 8 units humalog due to the alleged issue. The patient reported experiencing symptoms of ¿shaking, sweating, lethargic and chills¿ the following day after the alleged issue began, and did not specify receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr educated the patient on the correct testing procedure. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.